Manufacturer narrative:
(B)(4). Date sent: 04/14/2023. D4: batch # 100c97. Per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device from the casing and pockets area and can be seen a loose staple near the device. Based on the photo reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage along with the staple retainer. Further analysis of the device shows one staple was missing from the pocket and the breakaway washer was uncut. No functional test was performed in order to preserve evidence. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 100c97, and no non-conformances were identified.

Event description:
It was reported that before the surgery, open the packing and noted that some staples fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.